Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse noted that there was no over temperature alarm logged in the iabp log files. The repair is ongoing and a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) had a system overheat message alarm and stopped pumping. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The fse replaced the compressor and thermostat due to the overheating, and also replaced the consumable parts due to recommended replacement time. Performed a running test and it was confirmed that the condition was normal. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The following investigation was performed by a technician of the maquet national repair center (nrc). The technician installed the compressor scroll into the cardiosave test fixture and tested the compressor scroll to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the overheat alarm of the compressor scroll. The compressor passed the performance test. Retaining the compressor scroll in the nrc as per procedure. If further investigation is not required, the compressor scroll shall be scrapped. The following investigation was performed by a technician of the maquet national repair center (nrc). The national repair center installed the temperature sensor probe, into the cardiosave test fixture and tested the temperature sensor probe to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the overheat alarm of the temperature sensor probe. The temperature sensor probe passed the performance test. Retaining the temperature sensor probe in the nrc per procedure. If further investigation is not required, the temperature sensor probe shall be scrapped.

Event description:
N/a.